Event description:
It was reported there was an insulation break on a pacemaker lead. The pacemaker device was also removed and replaced. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).